Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d9. As the serial number could not be verified, a review of the device history record was not performed. The device was returned to olympus for inspection and the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the halogen lamp did not light up. The issue occurred during preparation for use of diagnostic procedure. There were no reports of patient harm.